Manufacturer narrative:
510k: this report is for four (4) unknown plates/unknown lots. Part and lot number are unknown; UDI number is unknown. It is unknown how many and which plates malfunctioned. Implanted plates: 3.5mm low profile reconstruction plate 5 holes (part 245.025, lot unknown, UDI: (B)(4), 510k: k031573); 3.5mm low profile reconstruction plate 8 holes (part 245.028, lot unknown, UDI: (B)(4), 510k: k031573); 3.5mm spring plate/3 holes (part 02.100.303, lot unknown, UDI: (B)(4), 510k: k061973); 3.5mm spring plate/2 holes (part 02.100.302, lot unknown, UDI: (B)(4), 510k: k061973). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal and revision surgery on (B)(6) 2018 due to post-operative impingement of plates in the femoral neck. The patient was initially implanted with two (2) 3.5mm low profile reconstruction plates, two (2) low profile spring plates, and eight (8) 3.5mm cortex screws on (B)(6) 2017 during an open reduction internal fixation (orif) of the acetabulum. It is unknown which screws were used with which plates. It is unknown which plates resulted in the device malfunction. It is unknown how the plate impingement was diagnosed or if the patient had pain associated with the malfunction. During the removal procedure all original hardware was removed whole and intact from the acetabulum. Patient did not receive new plates. New screws were inserted in the femoral neck and head. No surgical delay or patient harm were reported. The procedure was successfully completed. Patient outcome was reported unknown. Concomitant parts: washer 13.0mm (part 219.99, lot unknown, quantity 1). This report is for four (4) unknown plates. This is report 1 of 2 for (B)(4).